Event description:
It was reported the patient's device was removed due to an infection. The leads remained implanted for potential future replacement device. No further outcome was reported. Additional information has been requested, a follow-up report will be submitted if additional information becomes available.

Event description:
Additional information received clarified that the lead components were "cut off" on the backside of the right arm and was almost on the side "about 9 inches down from the armpit". It was also reported that a "plug" was left in so that the patient could have another implantable neurostimulator (ins). When contacted for further information, the healthcare professional would not release any patient information due to privacy concerns and would need a signed release from the patient. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).